Event description:
It was reported that the toric preloaded intraocular lens (iol) was implanted and the target axis was 109°. At the post-operative examination, the marking was exactly at 120° which, in the doctor's opinion, makes a post-rotation necessary. The patient's subjective refraction is +1.25/-3.25/162°= 0.63+2z. No further information provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that sections b3 and d6a of the initial MFR report number 3012236936-2023-03220 were populated with the wrong information as it was inadvertently missed that the implant date was one day earlier than initially reported and the exact time of the incident is unknown. Therefore, this filing is to correct the following fields accordingly: section b3 - date of event: unknown. Best estimate is between implantation on 12 (B)(4) 2023 and the 1-day post operative evaluation of the lens on (B)(4) 2023. Section d6a: if implanted, give date: (B)(4) 2023. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.